Event description:
Complainant alleged that during a routine prventative maintenance check, the device displayed message code "status 90". The complainant indicated that there was no pt involvement in the reported failure.